Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. Customer also stated that insulin pump had no delivery alarm. Customer was able to take the blood glucose down. Assisted customer in performing a 5.0 unit fixed prime and they stated the insulin exited from the tubing. Customer was on medicare. Customer was no longer confident in using insulin pump and need insulin pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.